Event description:
Reportedly, one week after implantation of the device involved in this MDR report with replacement of a lead (non sorin), over sensing was noticed with non-sustain event. Further follow up checks were carried out on (B) (6), (B) (6), (B) (6), (B) (6), (B) (6) and (B) (6), which indicated the increasing trend for the noise events. Therefore, reoperation for the pt was scheduled. On (B) (6) 2010: intermittent noise over sensing was reproduced when the pt was asked to strain as if for the defecation. There were no events recorded for the actual pt's strain to defecate on (B) (6), and (B) (6); however, over sense event resulted from noise was recorded at a different time. On (B) (6) 2010 at the replacement procedure: over sensing resulted from noise was observed while the pt lied down on the surgical bed quietly. The pocket was opened and the leads were checked after they were taken out from the device, which revealed slight noise interfusion; however, the noise did not resemble any of the ordinary everyday noises. A new device and a lead (non sorin crm) was implanted instead, and the replacement procedure was completed without any anomaly.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.